Manufacturer narrative:
H.6. Investigation: bd was unable to  perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#.

Event description:
It was reported that the unspecified introsyte¿ introducer experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced hematoma, the introducer was difficult to remove from the vein and the package seal was not intact before use.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified introsyte¿ introducer experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced hematoma, the introducer was difficult to remove from the vein and the package seal was not intact before use.